Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: while attempting to turn off the pump, the nurse experienced an electric shock. Subsequently, the pump powered down and could not be restarted. Upon receiving the pump, the nurse managed to turn it back on, but it was now displaying error code 2111.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. Technical safety check and electrical isolation of power supply and pump tested correctly. The device operated as intended. Preventative maintenance was performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.